Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported experiencing difficulties using the external components, evoke patient controller (epc) and evoke charger kit. It was reported that for the epc and the charger to connect, the patient had to place the device behind their back, which was straining their shoulder. It was reported that a separate planned procedure was expected to resolve their pain and therefore the patient's scs system was explanted.

Manufacturer narrative:
The explanted evoke closed loop stimulator (cls), leads, and active anchors were returned to saluda for analysis. The cls passed functional testing. A reference charger and evoke patient controller (epc) were connected successfully with the returned cls, and the reported difficulty could not be replicated. A saluda representative had confirmed that the external components were functioning as expected when checked during multiple follow-up visits. Log reviews indicated some instances of charging sessions in a short period of time, which appear consistent with the patient losing connection between the two devices resulting in an ended charging session. The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.